Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: false positive results. What confirmation test was performed to determine the false positive result? -culture and bacterioscopy. Have any incorrect results been reported to the doctors? Not.

Manufacturer narrative:
Medical device expiration date: na. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: false positive results what confirmation test was performed to determine the false positive result? Culture and bacterioscopy have any incorrect results been reported to the doctors? Not.

Manufacturer narrative:
H.6. Investigation: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). The complaint is not confirmed because the issue occurred due to temperature fluctuations at customer site. The root cause is related to "temperature in the laboratory/ cause traced to user". The instrument met all acceptance criteria prior to release from manufacturing. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h.10.